Event description:
Customer reported an alarm from the tandem mobi cartridge. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer, assisted by technical support, inserted a new cartridge after initially not following the loading instructions. The issue was resolved when the customer successfully loaded a new cartridge and resumed insulin therapy. Cts to replace pump. Customer continued to use pump for insulin therapy.